Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient advocate mentioned that power cord started smoking when they plugged it into the outlet and sparked.